Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was sticking. It was noted there was an unknown liquid found internally, electric motor had strong vibration and rough rotation, transmission shaft, trigger components, bearings and o-rings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery reamer/drill device stopped working. There was a five minute delay to the surgical procedure. A spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information becomes available a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The initial report stated that the reported condition was confirmed. Upon further investigation, it was determined that the reported condition was not confirmed. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the trigger was sticking, there was an unknown liquid found internally, electric motor had strong vibration and rough rotation, and the transmission shaft, trigger components, bearings and o-rings were all worn. It was determined that this was due to improper cleaning and care if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate